Manufacturer narrative:
Fsca number: 3008452825-12/14/23-001-r. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Event description:
During a vt procedure, it was noted that when the tactiflex was connected to the amplifier, it appeared as a flexibility catheter. The catheter was only visible in navy mode, not in voxel mode. The catheter was disconnected and reconnected, without resolution. The catheter was replaced, resolving the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, g6, h2, h3 corrected data: h6 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite. A CAPA exists related to this complaint investigation.